Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. The distal aortic arch had some curvature. The right iliac artery was 8 mm diameter, non-calcified, and slightly curved. It was reported that the implantation of talent thoracic stent graft was successful; however, during the removal of the delivery catheter from the pt, the physician noticed trauma to the intima of the right external iliac artery. The physician elected to repair the iliac vessel with a synthetic graft without issues, and blood flow to the leg was confirmed. The physician commented that the event was not related to the talent delivery system but may have been related to damage or folding of the outer sheath when deploying the stent graft at the curved distal aortic arch. No additional clinical sequelae were reported, and the pt is stable. The talent delivery system in this event was discarded.

Manufacturer narrative:
Intervention required. Arterial trauma/dissection/perforation; narrow and curved right iliac artery; curved distal aortic arch.